Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. (B)(6). The getinge fse that found the issue replaced the drive manifold and performed a complete pm and full functional and safety checks. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test during a preventative maintenance (pm). There was no patient involvement and no adverse event was reported.